Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast reconstruction with two 275cc mentor memorygel breast implant prostheses and experienced postoperative bilateral capsular contracture (left grade IV, right grade: iii). The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient is scheduled to undergo bilateral removal and replacement with the same size breast implants (unspecified) on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On 02-oct-2023, mentor received additional information about the event. An updated explantation date (B)(6) 2023, was reported. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2023, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memoryshape breast implant 295cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-nov-2023, the mentor failure analysis lab received the device for evaluation. On 14-nov-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8-apr-2020, mentor received additional information regarding the date of explantation. Explantation was rescheduled from (B)(6) 2020 to (B)(6) 2020 due to the covid-19 situation. The relevant field has been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the device manufacture date was reported as 17-aug-2018. After the mre was performed, it was found that the actual device manufacture date is 14-aug-2018. The relevant field has been updated. Manufacturer's reference number: (B)(4).